Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio delivery system. The initial delivery system was prepared in accordance with the instructions for use. The physician loaded the 22mm amplatzer septal occluder onto the delivery cable of the 9f amplatzer trevisio delivery system in the standard manner, and the delivery system was advanced into the left atrium without reported difficulty. The initial delivery system was prepared in accordance with the instructions for use, and the delivery sheath was inspected prior to use with no damage, kinks, or obstructions noted. The device was flushed and prepared according to the IFU prior to attempting delivery. The physician loaded the 22 mm amplatzer septal occluder onto the delivery cable of the 9f amplatzer trevisio delivery system in the standard manner, and the delivery system was advanced into the left atrium without reported difficulty. No tortuosity of the patient¿s anatomy was reported. When the physician attempted to advance the device through the provided loader assembly, the device did not transition from the loader into the delivery catheter and repeatedly met resistance. The issue was identified while the device was attempting to transition from the loading system into the loader, and it would not pass beyond the luer assembly. Multiple attempts were made to retract and re-advance the device, followed by removal and reattachment of the loader assembly; however, these measures were unsuccessful. Additional attempts were made by the physician and scrub technician to manually support and align the loader assembly, but the device did not exit the loader at any point. As an alternative, a 10f amplatzer trevisio delivery system was opened and prepared per standard practice. During comparison of the two delivery systems, it was observed that the distal blue luer lock on the 9f amplatzer trevisio delivery system appeared positioned several millimeters proximal compared to the newly opened 10f system, whose distal blue luer lock was mounted closer to the distal tip of the loader. The 22 mm amplatzer septal occluder was then re-prepared using the 10f amplatzer trevisio delivery system, and the catheter was exchanged in the patient to enable use. The delay associated with this exchange was minimal, and the patient remained hemodynamically stable throughout. Using the 10f amplatzer trevisio delivery system, the device transitioned smoothly through the loader and into the delivery sheath.the device was deployed across the atrial septal defect in the standard fashion under transesophageal echocardiography (tee) and fluoroscopic guidance. The native defect measured approximately 19 × 20 mm. Device size selection was based on balloon stretch measurements of 19.6 mm by echocardiography and 20.9 mm by fluoroscopy. Following push-and-pull assessment, the physician reported satisfactory stability at the implant site, with no residual leak observed around the device, and released the device from the delivery cable. Subsequent imaging confirmed stable positioning and complete defect coverage. No rhythm changes were reported during the implantation procedure. The patient was removed from the procedure table and transferred to the post-procedural care area. Prior to the start of another procedure, the physician was informed that the patient was clinically deteriorating. Following recovery from anesthesia, the patient experienced premature ventricular contractions (pvcs), prompting further evaluation, and transthoracic echocardiography (tte) identified that the device had completely dislodged from the implant site and embolized into the left ventricle. The patient was returned emergently to the catheterization laboratory, as retrieval was considered necessary to prevent potential interaction with the cardiac valves and associated risk of permanent impairment. Upon re-entry to the laboratory, the patient was hemodynamically stable with limited ectopy noted on electrocardiogram, and imaging demonstrated the device positioned in the left ventricular outflow tract with preserved aortic and mitral valve function. No obstruction of blood flow was identified. After discussion of retrieval strategies, the physician elected to place a 16 fr gore dryseal sheath in the femoral artery and approach the left ventricle retrograde using a multipurpose angiography catheter. Using a snare, the physician manipulated the device to orient the proximal attachment pin toward the aortic valve and successfully captured the pin, securing control of the device. The device was aligned parallel to the aortic valve, which measured 26 mm in diameter, and was successfully advanced through the valve; however, the snare fractured at the aortic arch transition. A second snare was used, and after multiple attempts including repositioning and use of a raptor bioptome, the proximal portion of the device was again captured and fully withdrawn through the gore dryseal sheath, resulting in complete extraction. Vascular access sites were closed, and the patient was transferred to the intensive care unit for recovery. As of the morning of (B)(6) 2026, the physician reported that the patient was asymptomatic and follow-up echocardiography demonstrated no evidence of structural damage following the implantation attempt and subsequent retrieval procedures. The implanter reported that the embolization was attributed to an improper device fit, despite a stability test having been performed prior to device release.